Manufacturer narrative:
A ge service rep performed an on site investigation. The lemo connector and the interconnect cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system had no image displayed on the monitors during a case. No pt injury was reported.